Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from may 19, 2020 ¿ may 20, 2020. H10: the device was received for evaluation. A functional testing was performed, by manually filling the unit with green colored water. During fill, leak/backflow was observed, at the fill port. The reported condition was verified. The cause of the leak/backflow was, due to a particle lodged under the device checkband. However, the cause of the particle could not be determined. The particle was subsequently, identified to be rubber polyisoprene material via ftir spectroscopy test. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor lv (large volume) leaked during filling. There was no patient involvement. No additional information is available.